Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05659. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of a laparoscopic cholecystectomy with intraoperative cholangiogram and 2 liver biopsies during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, frequent bladder and urinary tract infections, rectal pain and constipation, inability to sleep due to pain, urinary leakage, mesh erosion, vaginal bleeding, vaginal discharge, vaginal odor, excruciating painful intercourse and physical pain. It was reported that patient underwent hernia repair on (B)(6) 2011. It was reported that patient underwent release of vaginal mesh arms and mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent vaginal exploration with release of vaginal mesh arms on (B)(6) 2012 by (B)(6) due to pelvic pain and vaginal mesh contraction syndrome at the (B)(6).

Event description:
Details: it was reported that the patient underwent vaginal exploration with release of vaginal mesh arms on (B)(6) 2012 by (B)(6) due to pelvic pain and vaginal mesh contraction syndrome at the (B)(6).